Event description:
Patient was getting chemotherapy through her port and the pump kept alarming occluded. I went to pull back on the lumen to get blood return, then flush but the lumen was very slow to pull back and would not pull blood past the cap, into the syringe. After multiple attempts to pull back the blood, and even push a flush in to the lumen, I then decided to try and change the maxzero. When I took the old maxzero off there was blood inside the cap that had clotted, and when removing the old cap a large blood clot came with it.